Event description:
It was reported that patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago.